Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the stapler did not cut the rectum's anterior, normally it must able to cut 360 degree, it was reported that there was no problem at stapling. The surgical time was extended due device¿s issue. An incision was extended more than 1 inch. The case was completed by passing to the open operation/surgery.